Event description:
It was reported that this left ventricular (lv) lead was dislodged and had to be replaced. During lead removal, the patient's blood pressure (bp) dropped, and a pericardial drain was placed. A new lead was then implanted; however, the bp remained unstable. A thoracotomy was performed, and upon opening the chest, a tear was identified in the mid coronary sinus (cs). The surgeon subsequently implanted two epicardial leads. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.